Manufacturer narrative:
A user facility reported that while using medivators intercept detergent, two individuals reported sensitivity/allergic symptoms which were resolved by stopping use of the intercept. No additional actions or medical interventions were required. The users allege that the intercept detergent had a new "scent" which caused the reaction; however, a new scent has not been implemented in intercept production in over 10 years. It was confirmed that the impacted users were new users of intercept detergent. The intercept detergent sds provides the following warning language for intercept detergent inhalation exposure: "[intercept detergent] may cause respiratory tract irritation...avoid breathing vapor or mist." The sds additionally addresses exposure controls which should be in place when using intercept detergent: "use ventilation adequate to keep exposures (airborne levels of dust, fume, vapor, etc.) Below recommended exposure limits...in case of insufficient ventilation, wear suitable respiratory equipment. Respirator selection must be based on known or anticipated exposure levels, the hazards of the product and the safe working limits of the selected respirator." Following the event, the ratio of water and detergent for the reported intercept used in manual cleaning was checked and confirmed to be correct for a 0.25% dilution rate. No additional reports of harm or injury were received. A batch record review indicated that the lot of intercept detergent reported met all release criteria. No other complaints against this lot have been received. In a review of complaints in the last 2 years, this is the only occurrence of adverse reaction to intercept detergent. Medivators will continue to monitor for similar events and to ensure the product performs as intended.

Event description:
The user facility reported that two individuals reported detergent sensitivity/allergic symptoms, including shortness of breath, cough and "dizzy" feeling, when using medivators intercept detergent for manual cleaning. The users attributed these symptoms to the "new scent" of the chemistry. The users' symptoms resolved by stopping use of the intercept detergent. No medical intervention was sought.